Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: dissection balloon would not inflate. Air was being pushed back past the scope. Scope was removed and port sealed with finger. Balloon would still not inflate. Upon removal of device, it was identified that the dissection balloon was being strangulated by the sheath or other component of the device preventing air from entering the dissection balloon. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Patient status is fine.